Event description:
It was reported that patient had a reaction with her pump. The patient was having a ¿discoordination¿ problem within a couple of minutes after bolusing from her pump. The patient¿s legs did not hold her up. It went away within 5 minutes and the patient was fine. The patient was sent to the emergency room (ER) for a stroke work-up on (B)(6) 2014 because she was exhibiting stroke-like symptoms. On the day of this report, the patient had another reaction but had numbness on the right side of her body that lasted approximately one hour. Five minutes was noted, but it was unclear what it was referring to. After that started, the right side of the patient¿s face got numb. Later that day, the patient¿s face was still slightly numb. The patient had a ¿paralysis type of thing¿ that lasted for just an hour, which happened in the week of (B)(6) 2014. The patient had been having the ¿discoordination¿ for the past month. It was reported that maybe it was just a reaction to something that the patient was taking. The patient had seen multiple healthcare providers (hcp). The patient went to see one healthcare provider (hcp) regarding the symptoms. The patient assumed that the symptoms were caused by the dilaudid and the fact that somebody new was refilling the patient¿s pump. The patient had been on dilaudid for 2 months prior to her last refill and had no problems. The patient had a new person giving her titrations and that was when the patient started having problems of not being able to walk, which was short-lived. The patient thought it was just due to dosing. At an appointment with her hcp, the hcp told the patient that they symptoms could not be from the pump or medication. The patient was trying to figure out if there could have been a possible malfunction with the pump ¿or anything¿. The patient doubted that there was a malfunction with the pump, but they wanted to rule everything out. It was noted that the patient¿s hcp had not looked at th e patient¿s pump as of (B)(6) 2014. The hcp stated that even if the pump was leaking or it was the medication, it would not cause the problems that the patient was having. The patient had been on dilaudid for 4 months and the patient¿s symptoms started in the past month. The patient¿s hcp indicated that nothing had changed in those 4 months and were not related to the device. The patient had to quit taking her boluses in the morning. The patient told her hcp to titrate her dose and she would stop taking her boluses in the morning and see what happens. The device system was used to deliver bupivacaine and dilaudid. The cause of the event, diagnostics/troubleshooting, treatment/interventions, and final patient outcome were not reported. The patient had ¿nothing but problems since getting the pump¿ and the pump was to be removed. The patient stated that since having the pump implanted, she never had good results. The patient wanted to have the entire pump system removed, including the catheter, but the healthcare provider (hcp) wanted to leave the catheter in place. The patient had ¿enough medical problems as is¿ and did not want to deal with any reaction from leaving the catheter implanted. The patient wanted to know what the catheter was made of and if it would deteriorate. The patient had morphine in the pump for 7 months, then it was changed to bupivacaine and dilaudid and the patient had ¿weird side effects¿ to the bupivacaine having motor problems walking. The patient was weaning off of dilaudid now and was ¿almost to nothing.¿ the patient wanted to have the device system removed due to the side effects of the medications. The patient went to the emergency room (ER) a month prior to the report because of stroke-like symptoms. The patient¿s body suddenly went numb and loose motor but it was not a stroke. The patient started doing home boluses about 4 months into having the pump and that was when she started having problems. The patient stated that the hcp did not check anything and the patient had never seen or spoken with the hcp. Patient outcome was unavailable at the time of the report. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient had their pump for 15 months. The patient had very little pain relief. They tried hydromorph, dialudid, added bupivacaine. The patient was having strange side effects, loss of motor function in their legs after bolusing, 2 episodes of right sided body numbness which resolved in less than 1\2 hr. All after the bolusing. The patient was sent to the ER after 1 episode for a stroke work up which was negative. The hcp refused to listen saying it wasn't the pump or the meds, so the patient went to a different doctor and had it removed. The pump was removed on (B)(6) 2015 "because it wasn't working, it wasn't providing pain relief". The patient wondered why the catheter remains in the spine and isn't removed as per the patient the website stated if it doesn't work you could just remove it. The patient now has a piece of something that is floating in the pocket and moves to all 4 quadrants. The patient sometimes get zingers if they press it against something. The patient did call the hcp in (B)(6) to ask but they weren't clear. The patient wondered if there is a valve, or was this object sutured to something but still moves around. The patient stated if it's a tubing, it's pretty large. The patient wanted to know if it's reactive to the tissue and what it was. The patient would like to find out what was still left in the pocket where the device was and stated "o have something floating around and the doctors think it's a valve, its free floating and I don't know if its attached to something" "it hurts to lean on it, it started within the last month".

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).